Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported vent inop. Error code 9003. The unit was not in clinical use at the time, no patient user involvement.